Manufacturer narrative:
The product was returned and investigated. Visual inspection has been performed on sensor and no issues were observed. The sensor plug was seated in mount properly. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug assembly was inspected, no failure mode observed. Sensor went into stage 6 after reprogramming and activating. The sensor was de-cased and simvivo test was performed. All results were within specification. No issues were confirmed. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All results were within specification. No malfunction or product deficiency was identified.

Event description:
A customer reported receiving a ¿sensor ended¿ error message with the adc device and as a result, the customer was unable to obtain sensor readings. The customer became hypoglycemic with symptoms of dizziness and blurred vision and was unable to self-treat, requiring glucagon injection from their spouse for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.